Event description:
It was reported that this right ventricular (rv) lead impedance has gradually risen and has reached out of range measurements above 2500 ohms. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.